Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon burst. Functional analysis could not be performed due to the condition of the device. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon ruptured; therefore this is now an MDR reportable event.